Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged cancer while using the device. The allegation of cancer was reviewed by a post market surveillance clinical expert and it was assessed as not related to the device and therefore is not a reportable injury. Therefore, there is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. This follow up report is also for filing a correction to report this as a product malfunction and not an adverse event. Concomitant humidifier information has also been provided. The device was returned to the manufacturer's product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was not observed. Slight hair like contamination was observed on the iso port. Slight biocontamination was present on the flip lid seal. The manufacturer was unable to address the patient claims. The manufacturer found no evidence of sound abatement foam degradation or breakdown. Please see sections d9, d10, h1, h3 and h6 for this updated information and coding.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have cancer. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.